Manufacturer narrative:
The date of event is estimated. The UDI number is not known as the part/catalogue number was not provided. Visual inspections were performed on the returned device. The unspecified failure mode was observed as a link break. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. The noted link break and subsequent treatment appear to be related to an interaction of the device with patient anatomy or link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
An unknown perclose plunger with anterior cuff and link was received at abbott vascular. The rest of the suture mediated closure repair system was not returned. Analysis of the device noted the link was connected to the anterior cuff while the other end was separated from the swage end of the posterior cuff. Based on this analysis, the device could not have achieved hemostasis. There was no information reported regarding this device. No additional information was provided.